Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. See h.10.

Event description:
It was reported that during use with bd vacutainer® one use holder erroneous results were obtained. Patient were re-tested, there was no report of confirmatory testing or additional patient impact. The following information was provided by the initial reporter: customer stated test results were not accurate. Patients were having to be re-tested. Their blood utilization increased because of inadequate results. Complaints and hero reports escalated all the way to the very top.

Event description:
It was reported that during use with bd vacutainer® one use holder erroneous results were obtained. Patient were re-tested, there was no report of confirmatory testing or additional patient impact. The following information was provided by the initial reporter: customer stated test results were not accurate. Patients were having to be re-tested. Their blood utilization increased because of inadequate results. Complaints and hero reports escalated all the way to the very top.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.